Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 04/02/2012. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit failed diagnostic check prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The unit was then functionally tested and connected to 110vac. The unit failed the initial power connect test with a red wrench alarm on the front user interface panel. After further investigation it was discovered that the high temperature cut-off switch , which is part of the 11805 wiring harness, was stuck in the open position causing a continuous red wrench alarm. Based on the investigation performed, the reported complaint has been confirmed. The investigation revealed a defective electronic component. The root cause for the failure could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The event is reported as: the unit failed diagnostic check prior to use. There was no patient involvement reported.